Event description:
During a remote follow-up, noise on the device was noted. The patient was hospitalized and all therapy was disabled. Then, the device was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis in backup vvi mode. A visual inspection of the device did not reveal any anomalies. Upon review of an egm from the field, high frequency and high amplitude noise was seen on the device. The device had not reached the elective replacement indicator (eri) and additional testing revealed the device functioned normally. During analysis, it was not possible to reproduce the backup vvi mode or the noise. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.